Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after an interventional left leg stenting procedure. Reportedly, the proglide device was used with no issue; however, after the knot was advanced to the access site it continued to bleed. A starclose se device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. A portion of the suture containing the knot was not returned. It could not be determined if the knot was successfully advanced to the puncture site to close the vessel. The reported failure to close the vessel after successfully deploying the device could not be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents. Based on the investigation, there does not appear to be any indication of a product quality deficiency.